Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 40 mg/dl at the time of the incident. The customer was experiencing low blood glucose for whole day. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer does not allege that the insulin pump was over delivering. The insulin pump was not worn during a medical procedure/test around an MRI. The insulin pump will not be returned for analysis.